Manufacturer narrative:
The ge service representative conducted an onsite investigation. The interconnect cable, the brake, and the uninterrupted power supply switch were replaced. The generator interface board and the fluoro functions board were reseated. The milli-amp null was adjusted and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would intermittently display a milli-amp sensor failure error message and had poor image quality. No patient injury was reported.